Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on and, after, displayed an ¿error 1¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2014 at 4 pm. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. One day after the start of the reported issues, the patient claimed she felt a symptom of jittery. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse and the correct test strips were being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.